Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a high impedance alarm for both right ventricular (rv) and superior vena cava (svc) defibrillation coils. It was noted during the revision procedure, the svc sealing lip showed a defect and the setscrew in the rv port had fallen out immediately. The device was explanted and replaced. No patient complications have been reported as a result of this event.